Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed.

Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.